Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system failed to receive an adt message. The electronic medical record indicated that the adt message was sent to the server but did not process and remained stuck. This condition persisted for approximately six hours. During this time, all stations were placed in critical override.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages not crossing for 614 minutes. The technical support specialist (tss) found that both services below at stopped status and it was a communication issue. The tss then restarted carefusion coordination engine (cce) services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system failed to receive an adt message. The electronic medical record indicated that the adt message was sent to the server but did not process and remained stuck. This condition persisted for approximately six hours. During this time, all stations were placed in critical override.there were no delay or adverse events or injuries reported based on this event.